Manufacturer narrative:
Per the instructions for use, "prior to use, instruments should be visually inspected and function should be tested to assure instruments are functioning properly. If instruments are discolored, have loose pins/screws, are out of alignment, are cracked or have other irregularities, do not use."

Event description:
It was reported that the tip of the probe fractured intraoperatively. Patient retained the tip fragment. Patient was noted to have very hard bone as a second probe was bent during the procedure. Patient outcome: no adverse effect reported as a result of this event.